Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the impactor device locking collar "rotational stop" dislodged from the device during use. It was further reported that the component disengaged from the device during use. It was reported that there was an unspecified delay in the procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device failed visual and locking collar assessment. It was noted that the device was missing ball dent pin, plug, spring and cap, and the locking collar unlocked during operation. Therefore, the reported condition was confirmed. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to to the reported condition. The assignable root cause was determined to be due to manufacturing. It was determined that the device was built prior to the implementation of the corrective action in which measures were put in place to ensure all locking collar components are installed, secured and function as intended.